Manufacturer narrative:
Product complaint # (B)(4), date sent to the FDA: 4/2/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: the event describes quantity of 2 suture pull offs. However a quantity of 7 involved was captured. Please confirm only 2 sutures pulled off? Contacted with the sales rep today via phone, only 2 sutures pulled off occurred during surgery. There will be 7 devices returned for analysis, including 2 actual products and 5 sterile products from same batch.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/26/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, two detached needles and a suture that pertained to the product code vcp433. Upon visual inspection of the detached needles, the swage and attachment area were noted as expected. The barrel hole of the needles was examined with magnification, and a suture remnant was observed. The suture was inspected, and the insertion mark was not observed. As per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned sample determined that it was received, five unopened samples that pertain to the product code vcp433. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. There is no report on patient's injury. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(6). Component code: g07002 device not returned. Additional information has been requested however not. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please confirm only 2 sutures pulled off? Please perform and document the follow up attempt for product return. Note: events reported on mw# 2210968-2024-03154. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.